Event description:
Follow-up indicated an anterior vitrectomy was performed and iol was implanted.

Event description:
Reporter noted chamber collapsed resulting in posterior capsule tear. No intervention reported; pt reportedly recovering well.